Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a minimum fill notification occurred after the user filled the cartridge with 300 units of insulin during the load sequence. The customer attempted to reload the cartridge but received a cartridge change error notification. Troubleshooting was performed and an o-ring was found on the pneumatic tap resulting in the cartridge not fitting onto the pump. The o-ring was removed and a new cartridge was loaded to resolve the issues. Customer's blood glucose level was 212mg/dl.